Manufacturer narrative:
The cerelink sensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7261771 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the skull bolt still attached and cannot visually see the sensor. The icp express = 543; cerelink monitor acceptable. The microsensor was detected and zeroed without any issues, no defects found. No further testing performed due to the skull bolt. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor (ID 826851) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to unstable sensor performance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A clinical educator reported a sensor alarm failure of a cerelink sensor (ID 826851). The issue occurred spontaneously during patient monitoring, icp reading 20 mmhg at time of failure. No care activities being performed at time of alarm. A different cerelink monitor with different sensor cable attached to the sensor however, the same failure message. Dressing removed and catheter/bolt appears to be securely in place. Therefore, the sensor removed and was not replaced due to pending goals of care conversation. However, there was no plan to stop icp monitoring at time of failure. The reporter suspects there is something in the set up of their ICU that is causing electrical interference.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.